Event description:
Received 12 electro shocks. Many problems after ect including weakness on either side of body, blood pressure problems, seizures, headaches, major memory loss, lack of balance, heart problems, chest pains, major insomnia, shakes and tremors, involuntary body movement and decreased mental ability. Memory loss was very bad, couldn't even remember my three children. Can no longer work.